Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began (B)(6) 2017. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿188, 168 and over 200 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with self-adjusted insulin. It was not reported if the patient took any action in regards to her usual diabetes management routine in response to the alleged issue. The patient reported that she ¿passed out on the floor¿ on the evening of (B)(6) 2017 but stated she did not know if it was due to blood glucose or a bowel issue. The emergency medical services were reportedly contacted for assistance. The patient claimed she was taken to hospital where she was treated with food and drink. The patient denied that any other device was used to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted the patient did not have control solution to perform quality control testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The alert date of follow-up #2 should have stated (B)(6) 2017 and has been updated on this submission. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.